Event description:
It was reported that a pericardial effusion and a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to use of the watchman access system (was), it was reported that a perforation occurred from the trans-septal needle during the trans-septal puncture. This perforation resulted in a pericardial effusion, which was managed by a successful pericardiocentesis. The specific perforation site remains undetermined. The case was aborted and no watchman devices were used. The patient is stable without complications and discharged home. The status of warfarin is unknown; patient's inr was not therapeutic.